Manufacturer narrative:
As reported, the patient complained strongly about the introduction and withdrawal of the avanti transradial sheath (si avanti+ transrad kit 11 cm). A device that is not hydrophilic. There was no reported patient injury. The index procedure was a coronary angioplasty. The patient complained of pain at the time of inserting the introducer. The procedure was continued to treat the reaction and an analgesic was placed for treatment of the reaction. After the treatment, the reaction resolved immediately. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped according to instructions for use (IFU). The device was prepped normally. There was no injury but a little pain for the patient when inserting the sheath introducer. There was a little resistance advancing the device. The product was removed intact (in one piece) from the patient. There was no injury to the patient and the patient is in stable condition. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17610108 was performed and it was found that no other issues were noted that were considered potentially related to the reported complaint. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, procedural and/or patient factors may have contributed to the reported event. According to the product instruction for use (IFU), users are cautioned that if increased resistance is felt upon insertion of the csi, or an intravascular device through the csi, investigate the cause before continuing. If the cause cannot be determined and corrected, discontinue the procedure and withdraw the csi. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the patient complained strongly about the introduction and withdrawal of the avanti transradial sheath (si avanti+ transrad kit 11 cm). A device that is not hydrophilic. There was no reported patient injury. The index procedure was a coronary angioplasty. The patient complained of pain at the time of inserting the introducer. The procedure was continued to treat the reaction and an analgesic was placed for treatment of the reaction. After the treatment the reaction resolve immediately. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped according to instructions for use (IFU). The device was prep normally. There was no injury but a little pain for the patient when inserting the sheath introducer. There was a little resistance advancing the device. The product was removed intact (in one piece) from the patient. There was no injury to the patient and the patient is in perfect condition.